Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR medwatch # 2916596-2018-01514. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The compromised outflow graft was the only part of the pump explanted and replaced on (B)(4) 2018. The pump remains supporting the patient. Approximate age of device ¿ 0 days. Manufacture's investigation conclusion: the evaluation of the returned sealed outflow graft as well as the photographs submitted by the account confirmed the report that the screw ring disconnected from the graft adapter and the c-ring was improperly placed within the o-ring groove of the graft adapter. Examination of the returned sealed outflow graft revealed that the screw ring used to tighten the outflow graft assembly to the pump cover was completely separated from the graft adapter. Examination of the screw ring threads showed no evidence of damage or defects and the graft adapter appeared unremarkable. The outflow ptfe washer within the screw ring as well as the o-ring within the graft adapter were present, properly seated, and free from damage. Visual inspection of the outflow graft hardware revealed that the c-ring was not properly seated within the c-ring groove of the graft adapter, and instead was present within the o-ring groove seated on the proximal-side of the o-ring. Examination of the c-ring revealed that it did not lay flat and was slightly bent into a coil shape. The c-ring, when properly seated within the c-ring groove, secures the screw ring on the graft adapter. The improper placement of the c-ring would have prevented a leak-tight connection between the pump cover and outflow graft hardware, resulting in the reported blood leak during the implant procedure and subsequent full separation of the screw ring from the graft adapter.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that during the lvad implant procedure there appeared to be bleeding from the outflow graft when the pump was turned on. Upon further inspection, the purple outflow graft nut was separated by 0.5 - 0.75 cm from the metal connector that the outflow graft bend relief snaps into. The patient was placed back on cardiopulmonary bypass. The surgeon unscrewed the outflow graft and the purple nut became disengaged from the screwing mechanism components. Upon inspection the positioning of the black rubber ring and the metal ring was reversed, causing the observed separation. The outflow graft bend relief that was compromised was replaced. On (B)(6) 2018, it was reported that the patient was doing well.

Manufacturer narrative:
The device returned for analysis. The complaint investigation confirmed the reported issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.